Manufacturer narrative:
Device unique identifier (UDI)# (B)(4). Approximate age of device - 1 years, 9 months. A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported driveline infection could not be conclusively determined. The instructions for use list driveline infection as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records including sterilization and packaging documentation revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted (B)(6) 2016 with a fever and redness and drainage at the driveline site. An abdominal CT scan showed no abscess; however, the cultures sent from the driveline site came back positive for (B)(6). The patient was administered antibiotics for treatment, and was discharged on IV cefepime and daptomycin. No additional information was provided.